Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Based on the follow-up with the health-care provider, it was learned that the device was explanted due to perivalvular leak noticed after implanting the valve. The health-care provider also mentioned that there was no device malfunction or product deficiency. Per the patient's medical records, the patient underwent coronary artery bypass x 4 and aortic valve replacement for aortic stenosis (native valve). There was heavy amounts of calcium on the valve leaflets and in the annulus. This was completely debrided and the subject valve was placed. Unfortunately initially after the patient was separated from the heart-lung machine, there was perivalvular leak noticed. They went again to repair the leak. Two pledgeted sutures were placed that came off and unfortunately again perivalvular leak was noted. They went back and actually took out the original valve replacement and put in a second tissue valve. This time after separation from the heart-lung machine, there was no more perivalvular leak. Echocardiogram was performed after, which showed the ejection fraction to be 60% and a normal functioning aortic valve prosthesis.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The health-care provider has indicated no device malfunction or quality deficiency related to the subject device. No further actions are possible with the available information.